Event description:
It was reported that the battery of this s-ICD appeared to be depleting prematurely, as the estimated remaining longevity decreased from 43 percent remaining to 16 percent remaining over the course of approximately five months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be prematurely depleting. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.